Event description:
It was reported that balloon rupture occurred. A 2.75mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.